Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended and delivered a larger than expected bolus. During troubleshooting with tandem technical support, it was found that the correction factor and carbohydrate ratio was set incorrectly. Tandem technical support guided the customer through adjusting the correction factor and carbohydrate ratio. Customer's blood glucose (bg) level was 190 mg/dl. Customer declined further follow up from tandem technical support. Reportedly, the customer will eat food to address the 10 unit bolus that had been delivered.